Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen. On (B)(6)2023, the patient experienced sensor error on the g6 app which occurred an undocumented number of days after the sensor had been inserted in the abdomen. The patient experienced lightheadedness and the spouse brought the patient to the emergency department. There, the bg was 500 mg/dl. The patient was hospitalized for 2 days and treated with unspecified fast acting insulin. There was no documentation of further medical intervention. At the time of the report, the patient was feeling fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.